Event description:
The customer's mother called and reported the customer's insulin pump had a frozen display and it was not possible to navigate to the main menu. Customer's blood glucose was 446 mg/dl. This had not been treated and it was advised to manually treat. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.